Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital for syncope. A transmission observed the right atrial (ra) lead with far field r-wave (ffrw) oversensing which caused one inappropriate mode switch on the implantable cardioverter defibrillator (ICD) device. The lead remains in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.